Event description:
It was reported that the patient presented remotely via merlin transmission. It was noted that the patient's implantable cardioverter defibrillator (ICD) had high pacing impedance values on all 3 leads and there was a loss of capture and sensing. Abnormal defibrillation impedance was also noted. The leads were noted to be stable using a patient system analyzer (psa). Therefore, the physician elected to explant and replace the ICD successfully. The patient was in stable condition.

Manufacturer narrative:
The reported field event of high lead impedance anomaly was confirmed in the lab. The device was returned for analysis. The cause of out of range impedance measurements was found to be due to an insufficient internal supply voltage. The cause of insufficient internal supply voltage was determined to be due to intermittent capacitor¿s connection anomaly in the hybrid.